Event description:
As reported: tissue track deployment post tavr. A 14f sheath was placed in the left cfa. It was reported that there were multiple sheath transitions and exchanges. There was leaking around the procedure sheath prior to the manta sheath. Manta was deployed per the IFU. There was a significant amount of blood "spewing" while pulling back to deployment depth and post deployment. A hematoma formed and manual pressure was held. The physician decided to perform a surgical cut down to control the bleeding. During the surgical cut down, it was confirmed that the manta deployment was in the soft tissue and the arteriotomy was torn.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery (cfa). The arteriotomy was 7.5-8mm, moderate distal cfa calcification, posterior wall calcification, with a depth measurement of 4.5cm + 1 cm. An anterior mid-femoral positioned access was gained utilizing ultrasound and micropuncture. Multiple issues were encountered advancing and withdrawing multiple procedural sheaths. Bleeding was present around the procedural sheath prior to manta sheath placement. Activated clotting time (act) prior to deployment was noted greater than 250, no protamine was administered. During deployment, manta was deployed at the premeasured depth, however, copious amount of blood was expelling while the physician pulled back to the deployment depth and during post deployment. A hematoma formed around the access site, pressure was held, and a balloon deployed in the iliac to tamponade. The physician chose to proceed with a surgical cut down to control the bleed. During the cut down procedure it was confirmed the arteriotomy was torn and manta had deployed in the tissue tract. Manta was explanted and the vessel was repaired. Hemostasis was achieved following surgical cut down; patient outcome was stable. There are multiple factors that are possible causes possibly contributing to the tract deployment. Arterial damage possibly from the complications endured during initial exchanges of the procedural sheaths in the initial procedure due to the excessive bleeding occurring prior to manta deployment, potentially from not deploying at a steep enough angle or not enough tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, access positioning and conditions, patient conditions and environment, and no device or angiograms submitted for investigative purposes. The IFU the safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Procedural requirements indicate activated clotting time (act) should be below 250 seconds prior to closure. Procedure preparation instructs to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.